Event description:
It was reported that the handpiece began overheating during a tooth extraction. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval. Based on previous investigation details, a possible cause for the alleged overheating was the bur guard coming into contact with the nose cone of the drill while it was running. This results in the bur guard overheating and melting. The warning, which is sent with every bur guard, as well as the instructions for use, both state the proper installation for the bur guard. The front bearing and nose cone of the drill were replaced along with other components, and the handpiece was repaired and returned to the customer.